Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderate tortuosity, moderate calcification, and mild aortic neck angulation. It was reported upon the final angiogram run it appeared as there might be a type iii endoleak in the stent graft. The patient was not treated. Pending films from the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: endoleak. Conclusions: pending receipt of films from the user facility.